Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer found it difficult to squeeze to disconnect from the infusion sets. Customer was getting frustrated with it. Customer feels good about their blood sugar levels. Customer has not gotten that many highs or lows. Customer did have a low blood glucose level of 45 mg/dl at night. Customer has the alarm on vibrate but cannot hear it very well. Customer may have misjudged on the carbs. Customer had a high blood sugar level yesterday that was in the 300's mg/dl. Customer had eaten water taffy and was using more strips. Customer is excited to get the sensors on. Customer declined being transferred to the helpline. No additional information provided.